Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without a device to analyze, a conclusive cause for the unintended clip movements associated with establishing final arm angle (efaa) and clip opening while locked could not be determined. The slda however, was a result of the clip opening while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening when establishing final arm angle and then detaching from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After successful grasping and leaflet insertion, the final arm angle was tested however the clip opened approximately 5 degrees. The clip was deployed however opened up to 45 degrees and then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was placed lateral to stabilize the slda clip however the mr was not reduced and the procedure completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.